Event description:
We used a sammons preston webbing (gait belt) #377441, two inch used to provide safety support for patients. There have been numerous complaints from staff of the webbing stretching out with any resistance against it. Due to the strectching out of the gait belt, it does not adequately support the patient. In one instance, the webbing started ripping. No patients were harmed. New brand of gait belts have been purchased.